Manufacturer narrative:
Clinical questions are asked to understand the event.

Event description:
It was reported via a mir form from the customer, stating "manufacturer's recommendation on how to use surgiflo. We had 2 episodes of intense foreign body reaction with small bowel obstruction." This report covers patient 1. Another report will cover patient 2. One patient experiencing intense foreign body reaction with small bowel obstruction. This patient had a hysterectomy, lysis of adhesions and removal of an ovarian masses. During the procedure surgiflo hemostatic matrix kit with thrombin was used. The surgiflo hemostatic matrix kit with thrombin was liberally applied in the pelvis and the excess was not removed. App. 9-10 days following the surgery the patient experienced a small bowel obstruction. The patient required a small bowel resection.

Manufacturer narrative:
Clinical questions are asked to understand the event. This is to be considered as our final reporting for this adverse event: ferrosan medical devices a/s has completed the evaluation of the received complaint. Evaluation: this is an adverse event involving surgiflo hemostatic matrix kit with thrombin product code 2993 (in the following abbreviated surgiflo 2993). Clinical questions were asked as to identify the clinical context. The patient involved is a female patient who apparently had a hysterectomy, lysis of adhesions and removal of ovarian masses. During this procedure surgiflo 2993 was used. The surgiflo 2993 was liberally applied in the pelvis and the excess was not removed. Approximately, 9-10 days later after using surgiflo 2993 the patient developed a small bowel obstruction which required a second operation. At the reoperation there was an intense inflammatory reaction. No surgiflo 2993 was used during this second operation. Postoperatively, within a few hours of the surgery the patient developed a stroke. It was apparently an ischaemic stroke, carotid arteries were clear and there was not source for emboli and it was not hemorrhagic. The haematologist that was consulted commented that it could have been some kind of systemic reaction to the porcine gelatin that resulted in the ischemia. In the literature there are a few casuistic descriptions of small bowel obstruction following use of a haemostatic agent containing thrombin. The publication by clapp et al (small bowel obstruction after floseal use, jsls 2011; 15: 361-364) describes three (3) patients undergoing urologic, gynaeologic and general surgery and where floseal was used for hemostasis. In each instance a small bowel obstruction developed in 7-9 days. All patients were re-explored laparoscopically and found to have an intense inflammatory reaction and small bowel obstruction. The event has been assessed by an external medical advisor who notes that during the second operation patient develops a stroke. As surgiflo 2993 was not used at the second operation the relationship to surgiflo 2993 can be left out. The external medical advisor concludes that in rare cases the combination of collagen and thrombin seems to could lead to an inflammatory response. It should therefore be emphasized that excess product should be removed once hemostasis has been achieved. As to the adverse event, it is noted that "the surgiflo 2993 was liberally applied in the pelvis and the excess was not removed". This is clearly against the recommendations outlined in the enclosed surgiflo 2993 instructions for use. The contribution of the excess matrix that was not rinsed off as recommended per the instructions for use cannot be excluded not to be a contributor to the reported small bowel obstruction. However, adhesions following pelvis surgery are a big problem and it also cannot be excluded that in this adverse event case it is a coincidence. It is important to note that the use of surgiflo 2993 was clearly against the outlined statement from the surgiflo 2993 instructions for use: only the minimum amount of surgiflo hemostatic matrix needed to achieve hemostasis should be used. Once hemostasis is achieved, any excess surgiflo hemostatic matrix should be carefully removed" the case is hereby considered closed. Kind regards, (B)(6). Quality assurance specialist. Single use product.

Event description:
It was reported via a mir form from the customer, stating "manufacturer's recommendation on how to use surgiflo. We had 2 episodes of intense foreign body reaction with small bowel obstruction." This report covers patient 1. Another report will cover patient 2. Report no. 3008478369-2016-00002. One patient experiencing intense foreign body reaction with small bowel obstruction. This patient had a hysterectomy, lysis of adhesions and removal of an ovarian masses. During the procedure surgiflo hemostatic matrix kit with thrombin was used. The surgiflo hemostatic matrix kit with thrombin was liberally applied in the pelvis and the excess was not removed. App. 9-10 days following the surgery the patient experienced a small bowel obstruction. The patient required a small bowel resection.